Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor shut down during a case. Vitals continued to be monitored on the transport monitor. The bme was unable to duplicate the issue during troubleshooting. No patient harm was reported. Investigation summary: the g9 monitor was returned to nihon kohden for evaluation and repair. The reported issue could not be duplicated after 10 days of testing. There were no instances of spontaneous shutdowns or interruptions of data flow. The device's software was updated from version 01-36 to the latest version, 01-48, to ensure optimal performance. Since the malfunction was not duplicated, the root cause cannot be definitively established. The device experienced system updates during boot up that prompted several reboots before the g9 application launched successfully. It is possible that the update reboots were misinterpreted as a power issue. Possible other causes may include an inadequate power source or issues with any connected uninterruptible power supply (ups) at the time of the complaint. A review of the device's complaint history by serial number reveals one similar complaint, ticket (B)(4). It was reported that the device would attempt to boot and then shut off, but the issue was not duplicated during that evaluation. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm-1753a. Serial #: (B)(6). Device manufacturer data: 03/23/2017. Unique identifier (UDI) #: 04931921111871. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g9 monitor shut down during a case. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor shut down during a case. Vitals continued to be monitored on the transport monitor. The bme was unable to duplicate the issue during troubleshooting. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm-1753a, serial #: (B)(6), device manufacturer data: 03/23/2017, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the g9 monitor shut down during a case. No patient harm was reported.